Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor and vibrator motor assemblies were found corroded. The insulin pump was received with a broken battery cap. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, a completely broken reservoir tube lip, missing reservoir tube seal and minor scratches on the display window.

Event description:
The customer's parent reported via telephone call that the insulin pump shut down after getting wet. The customer had jumped into a pool while wearing the insulin pump. The parent did not recall a blood glucose reading. No button error alarm was present in the alarm history. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.